Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were broken, the right plunger case was cracked and the battery was missing. Functional testing found that the device exhibited a constant alarm and blank screen at power up. The investigation determined that an incomplete upload from base to head by the customer was the cause of the reported issue. The software was correctly uploaded. Preventive maintenance was then performed as well as functional and delivery tests. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Event description:
It was reported, the device has a blank screen failure. No patient injury/involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.